Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA stating that the device "power was cutting in and out". The device was being used during surgery. It is known that there was no patient or user injury. There was no additional information provided.